Manufacturer narrative:
This report is being supplemented to provide correction in field h6 and additional information added to field d8. Corrected fields:h6 additional information added to field d8. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the video system center had no image. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image was not displayed (only the color bars appeared) due to the combined monitor, since the customer confirmed the issue was resolved after switching to another monitor. Olympus will continue to monitor field performance for this device.